Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly during our testing. However, found moisture damage to the keypad traces during our visual inspection. No button error alarm during our testing. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no battery out limit alarms occurred during our testing. No moisture damage found on the motor, battery tube, and vibrator assembly however, moisture damage was found on the electronics assembly during our visual inspection. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that insulin pump received a battery out limit alarm. Customer was not able to clear alarm by pressing esc and act due to buttons were not responding. Customer states that insulin pump had fallen into the swimming pool. Customer's blood glucose was 161 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.